Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 6mg/dl, 86mg/dl. Tests were done within <10 minutes with a difference of 71mg/dl. Pt did not experience any adverse events. No further info has been reported.